Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported condition. The customer requested to have the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb)replaced. The se replaced the bdu cpu pcb and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.